Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiences the sensors last only for 3 days. Customer stated that he is an active top sporter. The average lifetime of the sensor is 4.5 days. Customer calibrates 3-4 times a day. Customer will be sent 3 sensors as a replacement.